Event description:
It was reported that a stroke occurred. The patient underwent a left atrial appendage (laa) closure procedure. Procedure was successfully completed without incident. On (B)(6) 2017, patient had an unremarkable 45 day follow-up transesophageal echocardiogram (tee). The watchman was in place without leak or thrombus noted. Patient was instructed to discontinue eliquis and put on plavix, and continue aspirin. The patient was doing well at that time. On (B)(6) 2018, patient had a thoracotomy and decortication. Then, on (B)(6) 2018, patient sustained a stroke and was placed on plavix and brilinta. The tee showed 80% stenosis of the left internal carotid artery; no significant narrowing of the right artery. On (B)(6) 2018, patient had left carotid endarterectomy. (B)(6) 2019 patient presented for 1 year tee follow up, which showed no change in device location, no device related thrombus, and no leak by color doppler.